Event description:
The surgeon reported that the tip of the scissors shot out (ejected) into the retina and did not retract. As a result, the patient had a retinal/choroidal contusion. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).